Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the cause of the bleeding was due to the vessel sealer extended (vse) instrument being inserted too forcefully. The surgeon does not think that a da vinci system, instrument, and/or accessory caused or contributed to the reported event; therefore, no product is expected to be returned.

Event description:
It was reported that during a da vinci assisted right pulmonary lobectomy procedure, the patient experienced bleeding from the pulmonary artery and the case was converted to open surgery. The bleeding occurred 30 minutes after the start of the procedure, while processing the dorsal side of a blood vessel. The surgeon stated the cause of the bleeding was due to the vessel sealer extended (vse) instrument being inserted too forcefully. The amount of bleeding was reported as small and was resolved by clamping the bleeding point with an unidentified instrument. The patient tolerated the change to open surgery and did not require a transfusion of blood products. The procedure was completed and there were no post-operative complications.